Event description:
It was reported that in central processing, the thoracic grasper instrument was noted to have insulation worn off. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the product is returned and evaluated and/ or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
No adverse event or incident was alleged to have occurred. The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the main tube had scratch marks that were located 2.53 from the distal end. One scratch mark was deep, it exposed the silver main tube, it measured .088 material lifted can be pushed down covering the exposed area. There was no material missing. No other damage was found. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.